Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being processed due to an updated investigation conclusion code.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing impedance of greater than 3,000 ohms. The presenting egm showed normal device operation, and there was only one previously stored episode of noise and oversensing on the rv channel. The patient was not pacemaker dependent and was 0% paced. Boston scientific technical services (ts) advised reprogramming the device to unipolar pacing and bipolar sensing and continuing to monitor. This product remains in service. No adverse patient effects were reported.